Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m91k3h. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed two conforming clips and seven clips with gap as the clip snapped towards the tissue stop. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. Our manufacturing batch history review identified that an issue related to malformed clips was detected during the manufacturing of one of these lots. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not deploy. Another like device was used to complete the procedure. The device was not part of a kit. It is not known if a cholangiogram was performed with the procedure. There were no adverse consequences for the patient.